Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00223. The date of that submission was 27-may-2025. The suspected device was returned for evaluation along with three cassettes. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient had three leaking lines causing delays in treatment. There was patient involvement but no patient harm reported.